Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted (B)(4) regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during dwell 2 of 4. The home patient (hp) stated she was connected at the time of the alarm and had not disconnected prior to the alarm. The hp stated all bags were properly spiked and connected and there were no patient extension lines in use. The hp confirmed there were no open clamps on unused supply lines. The technical service representative (tsr) assisted the hp to clear the alarm and advised the hp that a se 2240 indicates a large amount of air has entered setup. The hp stated she would stop therapy for the day. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to unavailable sample. Based on the information obtained during baxter's investigation, the root cause was not identified. The lot number was not provided; therefore, a batch review cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).